Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a hip arthroplasty procedure occurred in 1976. A subsequent revision procedure was performed on (B)(6), 2004 due to loosening. Head, hip and screws were replaced. An additional revision was performed on (B)(6) 2010 to remove and replace the head due to instability. On (B)(6) 2010, a revision procedure was performed due to infection in which the hip, cup, liner and head were removed. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 1 of 8 mdrs filed for the same event (reference 1825034-2012-02004, 02205, 02207 / 002212).

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a hip arthroplasty procedure occurred in 1976. A subsequent revision procedure was performed (B)(6), 2004 due to loosening. Head, hip and screws were replaced. An additional revision was performed on (B)(6) 2010 to remove and replace the head due to instability. On (B)(6), 2010, a revision procedure was performed due to infection in which the hip, cup, liner and head were removed. No further information has been provided to date. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms a hip arthroplasty procedure occurred in 1976 using competitor products. Subsequently, a revision procedure was performed (B)(6) 2004 due to loosening. A biomet modular head, femoral stem, triflange cup, acetabular liner and associated screws were implanted. An additional revision was performed on (B)(6) 2010 to remove and replace the head due to instability. On (B)(6) 2010, a revision procedure was performed due to infection in which the hip, cup, liner and head were removed. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision on (B)(6) 2010 was instability. Operative report further noted preoperative x-rays show broken screws and a loose triflange cup with a dislocated hip. Additionally, a large effusion with metallosis and a large amount of scar tissue was found during the revision. The modular head was removed and replaced and the triflange cup and associated liner were removed and replaced with competitor products. Additionally, all screws were removed and it was noted that most of them were broken. Additional information received in the patient's revision operative report noted the reason for revision on (B)(6) 2010 was due to infection. All components were removed and two hemovacs were placed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 8 mdrs filed for the same event (reference 1825034-2012-02004, 02205, 02207 / 002212). The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.